Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
During inventory check the needle cap was found detached inside the packaging.

Event description:
During inventory check the needle cap was found detached inside the packaging.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was partially removed from the needle. There were multiple scratches noted on the packaging near the needle tip, which indicates that the needle tip was likely exposed within the packaging. This failure mode is likely related to the design of the kits packaging. CAPA 165 was created to address this complaint issue. Corrective actions for CAPA 165 were implemented in september 2021. This ez-io kit was manufactured in february 2020 which is prior to the corrective actions being implemented. The needle set was tested per the instructions for use (IFU). The needle set IFU (8087a rev. 04) states, "attach ez-io needle set to ez-io power driver and remove safety cap from catheter." The kit was opened and the needle guard was reattached to the needle. The guard fit snug and required moderate force to remove. The needle set IFU (8087a rev. 04) was reviewed as part of this complaint investigation. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 02/2020 and is approximately 2 years old. A CAPA was created to address this complaint issue and corrective actions were implemented in september 2021. This ez-io kit was man ufactured in february 2020 which is prior to the corrective actions being implemented. The complaint is confirmed. Visual inspection confirmed that the needle guard was partially removed from the needle. There were multiple scratches noted on the packaging near the needle tip, which indicates that the needle tip was likely exposed within the packaging. This failure mode is likely related to the design of the kits packaging. CAPA 165 was created to address this complaint issue. Corrective actions for a CAPA were implemented in september 2021. This ez-io kit was manufactured in february 2020 which is prior to the corrective actions being implemented.